Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer requested that the run data files be in investigated to determine a possible cause for the elevated white blood cell content that was measured in the platelet product. Patient identifier, age, and sex information are not available at this time. This report is being filed due to the potential for injury.